Event description:
Lap chole - "the surgeon is using our device since 2 years and have many experience with the ca090. He placed 2 clips over the artery. He tried to place another clips, but it was not possible to fully close the clip. He take the instrument out of the abdomen and tried to fire some clips outside for testing with the same result. The instrument was not able to fully close the lips and stops in the cholangiographic zone. After this issue he used the ligaclip from covidien."

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.